Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Pump received with cracked case on bottom left and right corners near display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.